Event description:
The customer reported, the system had no image during fluoroscopy and there was a problem with the camera cable. No patient injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.